Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-feb-2017, an fse visited the customer site and evaluated the instrument. He replaced the needle wash block and the sample needle. Performed quality control runs (2 levels), ran 4 samples for verification and ran a precision check, all with satisfactory results. The instrument was working as intended. The customer resumed operations. No further action required by field service. The most probable cause of the reported event was a defective needle wash block.

Event description:
On (B)(6) 2017, a customer reported sporadic z-1 axis errors with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.